Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2015 with the following findings: a review of the black box data showed reboots, short battery life, and battery alarms starting 07/02/2015. A visual inspection of the pump showed that the battery compartment was cracked in three places. The battery compartment had stripped threads. The returned battery cap was unable to fully tighten on to the pump. The pump¿s current draws were found to be out of specifications. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture contamination was found in the pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.